Event description:
This case reported by a health care professional, concerns a patient with a history of cutaneous t cell lymphoma (ctcl). In 2006, the patient underwent an extracorporeal photophereseis (ecp) treatment, which was the second treatment of two consecutive treatments monthly. During this ecp treatment, the operator noticed blood inside the centrifuge a few minutes into cycle 1. The operator then aborted the treatment and found approximately 50 cc of blood in the centrifuge and on the vacuum board. The centrifuge bowl (125 cc) was removed. The blood leak alarm was not triggered. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions.

Manufacturer narrative:
Device was not returned for evaluation. Investigation description: the centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods, as well as work in process xt-125 procedural kits and work in process centrifuge bowls.